Event description:
During a remote follow up, episodes of post sensed t wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.